Manufacturer narrative:
The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the central control monitor (ccm) had lines running across the screen from left to right. There was no patient involvement.

Manufacturer narrative:
Updated block: d9 during laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to operate as intended. He powered the unit on and was not able to observe any lines running across the screen or any other issues after more than 48 hours of monitoring. Per data log review, there was no indication of an issue in the logs. For this type of issue (lines across the ccm), normally nothing would be logged. Cannot confirm the complaint from the logs.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) was not able to duplicate the reported complaint. A screen saver was added to the central control monitor (ccm). The srt performed preventative maintenance (pm) and the unit passed safety/verification testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.